Event description:
Home patient (hp) reports leak at "bottom" of cassette. Hp noted leak during prime, near door of homechoice device. Hp ended treatment and restarted with few supplies. Per hp, there was no pt injury or medical intervention as a result of incident.